Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years. The device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 for gastrointestinal bleeding. An unspecified procedure revealed an arteriovenous malformation which was cauterized on (B)(6) 2016. Monthly injections of octreotide were prescribed. The pump speed was decreased to 8800 rpm to allow for occasional aortic valve opening. The patient's inr goal was set at 1.5-1.8 and the patient's lactate dehydrogenase level was 207 u/l. The patient was discharged and would be observed as an outpatient. The lvad was reportedly functioning as expected during this event.